Event description:
It was reported that there was a malfunction resulting in loss of any mode of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
A ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that this complaint is no longer reportable. Clinician has the option to switch to the bag position to manually ventilate the patient if mechanical ventilation is in question. Per sr, equipment was checked and found to function within mfrs specs. Reported complaint could not be duplicated.